Manufacturer narrative:
Title: transcatheter aortic valve implantation in low ejection fraction/low transvalvular gradient patients: the rule of 40 citation: journal of cardiovascular medicine (2017) 18:103¿108 (doi :10.2459/jcm.0000000000000402) authors: federico conrotto et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding transcatheter aortic valve implantation in low ejection fraction/low transvalvular gradient patients. All data were collected from multiple centers between 2007 and 2014. The study population included 764 patients (predominantly female; mean age 81years). Three hundred sixty-two patients were implanted with medtronic corevalve and four-hundred and two patients were implanted with an edwards sapien (serial numbers not provided). Among all patients, adverse events at 30 days included: 255 incidents of major bleeding, 70 incidents of major vascular complications, 5 incidents of transient ischemic attack (tia) and 14 incidents of cerebral vascular accident (cva). Among all patients, at mean follow up (396 days), adverse events included: 7 incidents of transient ischemic attack (tia), 16 incidents of cerebral vascular accident (cva), 19 incidents of myocardial infarction (mi), and 8 reinterventions. The reason of type of re intervention was not provided. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.